Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs8bzbb. Hardware: sm-s931u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s wife that blood glucose levels rose above 400 mg/dl while wearing the pod between 1 and 4 hours. Reportedly, the pink slide did not move forward when the pod was activated, despite the cannula having deployed; this indicates a needle mechanism failure. Reportedly, the cannula did not properly insert into the patient¿s skin, and after removing the pod, it was not visible. As treatment, the patient administered a correction dose via insulin pen and a new pod was placed.